Event description:
On (B)(6) 2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry will undergo revision surgery due to bone fractures in the target shoulder. This event was indicated as possibly related to the univers revers apex devices implanted on (B)(6) 2017. On (B)(6) 2024, the patient returned to the clinic for a routine seven-year follow-up as part of clinical study requirements. Upon review of the radiographs, radiolucent lines around the stem were discovered, signifying impending fracture or humeral stem loosening. A revision arthroplasty surgery has been scheduled for (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 4/8/2025: a clindex notification was received indicating that the patient underwent revision surgery to rsa on (B)(6) 2024. No further information was provided.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.